Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient recently went through security at a courthouse and that the patient stated they ¿had them use the wand.¿ the patient reported they then had a weird feeling from it so they were going to the healthcare physician (hcp) on (B)(6) 2018 to make sure everything was ok. The patient noted that this feeling was a little bit painful in their hip and they have felt it since this happened and they said they felt it on the day of the call too. The patient stated the incident originally occurred on (B)(6) 2018. There were no further complications reported/anticipated.